Event description:
The tech opened the package and found that the distal end of the catheter was damaged.

Manufacturer narrative:
Technical eval: the catheter had a flattened section on the distal end. The catheter had a kink approximately 25cm from the tip. Dried blood was present on the hub and distal tip. Conclusion: the dried blood could be from the physicians hand and does not indicate use. The product was likely damaged during packaging process at penumbra. A DHR review of the lot was performed and the report is attached. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1097-04/a(lot# l12231) and sub-assembly (B)(4) (lot# l12010). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12231) indicated that 100% inspection of the devices resulted in 2 visual rejects. The DHR review of sub-assembly (B)(4) (lot# l12010) indicated that 100% inspection of the devices resulted in 17 visual rejects post hub molding and 7 visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.